Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had high blood glucose and was rushed to the hospital with diabetic ketoacidosis. Medical professionals believed that insulin pump may have caused high blood glucose due to customer being removed from pump and blood glucose began to lower. When customer was reconnected, blood glucose began to elevate. Customer's blood glucose was 27 mmol/l. Insulin pump would be replaced.